Event description:
The customer reported having no image with s8-3t transducer on an ie33 system.

Manufacturer narrative:
Device has not yet been returned for evaluation. (B)(6)2015.

Manufacturer narrative:
Conclusion: we confirmed the poor imaging. The image degradation is caused by the oil separation under the window. This oil separation is similar to what we have seen in probes of this old design. In (B)(4) 2012 we implemented a new design ((B)(4)) to correct this problem. We returned this probe to the vendor to perform their failure investigation. Their investigation confirmed our findings and determined the root cause of the image failure was the oil separation which is a known issue with the older design of this probe.

Manufacturer narrative:
Though requested, the s8-3t transducer has not yet been received for further evaluation. Additional information will be provided once the device is returned and evaluation is completed.